Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No release records were reviewed, as the product number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 300 mg/dl after wearing the pod between 4 and 24 hours. The customer was nauseous and vomiting. It was reported that customer was admitted to the emergency room. The pod was deactivated and the patient was treated with two bags of fluid and one bag of magnesium.